Manufacturer narrative:
(B)(4). Revision surgery was performed and larger implants were selected to support the construct. The fractured screw will not be returned as it was retained by the patient. No further investigation of the reported event can be completed at this time. The root cause of this reported event has not been determined, no conclusion can be drawn. Evaluation of the information from the surgeon suggests that patient's large bmi and the relative small diameter screw created adverse loads may have resulted in screw failure.

Event description:
The report indicates that two months following initial fusion surgery with supplemental posterior fixation -l4 to s1 ((B)(6) 2013), it was discovered that the s1 pedicle bone screw had fractured. It was reported that the 5mm diameter pedicle bone screw may not have been sufficient for fixation due to the patient's bmi. Revision occurred on (B)(6) 2013. Patient request to retain explanted implant. Patient's activity level is unknown.